Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). According to the local rep, the device delivered shock therapy in the early morning while the pt was asleep. The episode was reviewed and the rate of the intrinsic rhythm was approx 170 bpm. The device's tachycardia mode was programmed at 180/120 bpm, so the resultant therapy delivery was the result of double counting of the spontaneous arrhythmia. It appears that the r-waves amplitudes became smaller with the size of the t wave remaining the same. Ts discussed the possibility of performing an exercise test and checking the other sense vectors at higher rates. Additionally, the rate zone setting could be raised. Ts was informed that the physician had reprogrammed the shock vector from secondary 1x to primary.

Manufacturer narrative:
Correction: this report is being filed to correct the device codes. UDI = (B)(4).

Event description:
----